Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device dipsition is unknown.

Event description:
As reported on (B)(4): "the tip of drill bit broke off in patient bone. It was not able to be removed". Original intended procedure: "open reduction, internal fixation of left column acetabulum fracture".